Manufacturer narrative:
Product event summary #analysis information -- 2013-08-19 14:36:18 cst pli# 20 product ID# d154awg. The device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Event description:
Product event summary : the device was returned to the manufacturer and analyzed and analysis was inconclusive. Further analysis was conducted and a high current drain condition was found. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Event description:
It was reported that the patient is pacing dependent. The patient was lost to follow up and had not had their device checked since 2010. The patient presented with the device at end of life (eol) and no device output. Unable to get telemetry in wireless or non-wireless mode. The device was explanted and replaced. It was also reported that there was high impedance and high and variable thresholds on the right ventricular (rv) lead. The rv lead was capped and replaced. It was also noted that the patient had an occlusion. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient is pacing dependent. The patient was lost to follow up and had not had their device checked since 2010. The patient presented with the device at end of life (eol) and no device output. Unable to get telemetry in wireless or non-wireless mode. The device was explanted and replaced. It was also reported that there was high impedance and high and variable thresholds on the right ventricular (rv) lead. The rv lead was capped and replaced. It was also noted that the patient had an occlusion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5592-53, non-defib lead, (B)(6) 2006; 6948-65, defib lead, (B)(6) 2006. (B)(4).